Manufacturer narrative:
Argus case: (B)(4).

Event description:
I ended up in a hospital after I started using it [hospitalization]. Case description: this case was reported by a consumer via (B)(6) interactive digital media and described the occurrence of hospitalization in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser) at an unknown dose and frequency. On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced hospitalization (serious criteria hospitalization). The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the hospitalization was unknown. It was unknown if the reporter considered the hospitalization to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: the adverse event information was received on (B)(6) 2021 from a consumer via (B)(6) nteractive digital media. The consumer reported "I ended up in a hospital after I started using it, be very careful with that."